Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as: 2134265-2015-02453 and 2134265-2015-02456. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. The automatic pullback was not successful quite often. Furthermore, since the table side controller was not used, long view measurements (frame selection) were hard to perform using the touch screen control panel and mouse of the ilab ultrasound imaging system. Likewise, the system¿s software was observed to be not intuitive. No patient complications were reported.